Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that twenty (20) large volume pumps have dim segment on led displays and need to be replaced.